Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient experienced abdominal pain and upper extremity numbness following the implant procedure. Nevro attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. The patient was admitted to the hospital and is currently recovering.